Manufacturer narrative:
Event date is an estimation. The patient expiring due to stroke is referenced in MFR report # 2916596-2018-03706. Approximate age of device- 4 years. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had recurrent gastrointestinal bleeding. Additional information was requested but not provided. It was reported on 05aug2018 that the patient ultimately expired on (B)(6) 2017 after suffering an ischemic stroke on (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. The hmii lvas instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.